Event description:
Customer reportedly, received result of 254 mg/dl on the active system and 117 mg/dl on a professional's meter within 10 minutes. No symptoms reported with these results. No action taken based on device results. The discrepant results were obtained at the physician's office. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.